Event description:
It was reported by service report that the bed had broken timing linkage and an inner arm cover. It is unk if there was pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: head left siderail broken timing linkage with sharp edges. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.